Event description:
It was reported that the customer received the wrong continuous glucose monitor sensors at the pharmacy, identified as freestyle libre sensors incompatible with the ilet system, and was advised exchanging them or have the prescription transferred to a pharmacy that could dispense the correct sensors. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms and no need for medical care. Investigation included customer interview and troubleshooting with education on obtaining compatible sensors. Investigation of this case revealed product selection and dispensing at the pharmacy were inconsistent with ilet compatibility; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user environment and use error related to supply procurement.